Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Event description:
A patient contacted (B)(6) regarding assistance with a system error 2240 that appeared while using the homechoice (hc) during dwell 4 of 5. (B)(6) had the patient cycle power to clear the error, ending therapy. (B)(6) then had the patient disconnect using aseptic technique, and remove the cassette. The patient did not disconnect prior to the system error. The patient also checked the lines and bags and could not find the source of a leak. The patient elected to save the lines and bags. (B)(6) reviewed proper procedures per the user manual with the patient. Product surveillance spoke with the caregiver who stated he did not notice anything unusual about the cassette. The caregiver stated he discarded the sample. The caregiver stated he was able to resume therapy successfully for the patient. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 4/5 was not confirmed due to a lack of sample. The batch review was not performed because the lot number is unknown. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was undetermined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).